Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain and discomfort at the pocket site. The patient underwent an ipg replacement procedure. The patient was doing well post-operatively. The explanted device was not returned as it was discarded by the medical facility.